Manufacturer narrative:
One normoflo® irrigating fluid warming system was returned for analysis without actuator pole or rolling base. A crack was found in the return tube upon visual inspection. The crack in the tube was causing water to get into pcb; confirming complaint. Based on the evidence, the root cause was due to a design issue.

Event description:
Information was received indicating that error codes were displayed to a smiths medical level 1® normoflo® irrigating fluid warming system. It was also reported that there was fluid on the main boards. There were no reported adverse effects.